Event description:
The customer contact reported a charred ac power cord. The pump was returned to the biomedical engineering dept for an unspecified issue. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, a cut was noted in the outer insulation of the power cord near the ac plastic receptacle, exposing charred wires. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.